Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)- the dentist reported that the dental implant had to be removed during its installation surgery because of the low stability achieved. The patient presented insufficient bone quality/quantity (bone type IV), 15ncm of primary stability was achieved and immediate implant procedure was performed.